Event description:
A patient underwent a port placement procedure using x-port isp m.r.I. On (B)(6) 2025, it was reported that there was a backflow issue has been identified with the port where the catheter exhibits backflow even without any aspiration. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation; one electronic video was provided for review. The video shows a partial view of the catheter implanted into the patient body. Blood was noted to be coming out from the catheter tube. Therefore, the investigation is confirmed for the reported backflow issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using x-port isp m.r.I. On (B)(6) 2025, it was reported that there was a backflow issue has been identified with the port where the catheter exhibits backflow even without any aspiration. There was no reported patient injury.